Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7077853. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: na, batch: 30128481. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 557678.

Event description:
It was reported that the patient was experiencing pain at the incision site. It was noted that the anchors were exposed through the incision. It was also mentioned that the patient had issues in the past, healing from other surgeries. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. No device malfunction suspected. The explanted ipg, leads and anchor were not returned as they were kept by the medical facility.